Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2013; 4454, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacemaker portion of the device was not doing its job per the programming that the representative had done. The device remains in use. No patient complications have been reported as a result of this event.